Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy, perineorrhaphy and removal of pubovaginal sling due to sui. It was reported that following insertion the patient experienced urinary/bowel problems and neuromuscular problems. It was reported that the patient underwent excision of mesh on (B)(6) 2003 due to voiding dysfunction. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced frequency of urination and incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.